Event description:
Per the clinic, the patient experienced no sound with the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Tthere are no plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on october 26, 2022.